Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was displayed as "low", although a specific value was not provided. Suspected cause was due to the customer entering their weight wrongly, causing wrong settings when the pump adjusts insulin delivery. Customer consumed carbohydrates to address bg and adjusted weight information accordingly to resolve the issue.